Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during and ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the stone basket didn't open as expected and it was only able to open the basket partially. The procedure was completed with another (unknown) device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; pushback.

Manufacturer narrative:
Patient identifier and weight are unknown. A visual evaluation found that the basket was closed upon return. The distal end of the clear sheath was found to be pushed back from the distal end of the coil for a length of 1 millimeter. The outer sheath was also found to appear wrinkled near the proximal end indicating that the device was most likely buckled/accordion possibly during attempted use. A functional evaluation found that the basket would extend and retract fully, but resistance was felt during actuation. A visual evaluation of the basket found no deformation to the basket wires. The condition of the returned incident device was consistent with the complaint; device was difficult to open. During the evaluation the sheath of the device was found to be push backed. It is most likely that either residue inside the device between the basket and the coil caused friction when actuating the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).